Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had battery out limit alarm. The blood glucose was 96 mg/dl at the time of the incident. Customer stated that, the insulin pump alarmed during normal use. The customer also reported that, the belt clip was broken. Customer advised to monitor the insulin pump. The device is not expected to be returned for analysis